Event description:
Customer called to report a hospitalization due to high blood glucose on (B)(6) 2014. Blood glucose reading at the time of the emergency room visit was 235 mg/dl. The customer had been feeling light headed and nauseous. The cause of the emergency room visit was determined to be due to high blood glucose, high blood pressure and severe dehydration. The customer was released from the emergency room and went home. Troubleshooting was performed. Found multiple alarms in the history file of the insulin pump. The insulin pump went to a blank screen multiple times during troubleshooting. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm test. No excessive no deliver alarms, no failed battery test alarm, no battery out limit alarms or unexpected frozen or blank display noted. Multiple boluses were programmed. All boluses were delivered and properly recorded in bolus history. Insulin pump functioned properly. A47 alarm noted in alarm history due to corrupted history file. Insulin pump received with minor scratched lcd window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).